Event description:
No additional information.

Manufacturer narrative:
Correction: (b) date of event: additional investigation results: we note that intraocular use of this product has been linked to events such as endophthalmitis (inflammation within the eye). It is essential to clarify that bd has neither developed nor validated this syringe for ophthalmic applications. This limitation is clearly stated in the instructions for use (IFU). Consequently, any use of this product for intraocular injection would require the drug product manufacturer to conduct appropriate validation and stability testing to confirm that the syringe and needle components are suitable for the intended ophthalmic use. Since no samples were received and based on the verbatim description this is not considered a true product defect but rather customer misuse, a potential root cause could not be defined, and corrective actions are not necessary at this time.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
The following information was provided by the initial reporter: material: 309628 batch#: 3034733 verbatim: rcc received a complaint via email. Email(s) attached adverse event - endophthalmitis patient experienced an adverse event post injection. Item -309628 lot - 3034733 additional information provided: there was no reported issue with the device.

Manufacturer narrative:
(B)(4) follow up since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. All visual inspections were performed as per requirement, with no quality notifications related to the complaint defect. Batch was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure.